Event description:
It was reported that the cartridge was damaged at the canister, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. The customer's blood glucose level was 500 mg/dl.